Manufacturer narrative:
Report indicates that the patient had and was treated for a recurrence and adhesions, which are known possible adverse events listed in the IFU. Neither the initial event report or medical records provided, do not specify or indicate a specific product problem. Additionally, no product was returned for evaluation, therefore, based on the currently available information, there is no indication that a failure in the device caused or contributed to the event, see MDR 1213643-2009-00354 for information related to the composix mesh implanted in late 1998. See MDR 1213643-2009-00356 for information related to the composix mesh implanted in 2000.

Event description:
Original report from attorney: 1998 - pt underwent hernia repair surgical procedures, during which the pt had a kugel mesh patch implanted. Mesh caused pt. Severe pan, suffering and mental anguish and will continue to do so into the future. Per medical records review: in late 1998 - pt underwent a reduction and repair of incarcerated ventral incisional hernia with a trimmed piece of composix mesh. In 1999 - pt underwent ventral incisional herniorraphy with a trimmed piece of composix mesh. In 2000 - pt underwent ventral incisional herniorraphy with a trimmed piece of composix mesh. In 2004 - pt diagnosed via ultra-sound as having a new hernia, not a recurrence. Eight days later - pt underwent ventral incisional hernia repair with bard ventralex mesh. In 2007 - pt underwent explant of mesh prosthesis x 2, small bowel resection with anastomosis x 2, ex-lap with extensive lysis of adhesions. On the following month - pt underwent re-opening of recent laparotomy, debridement of abdominal wall muscle and fascia and excision of a piece of mesh not removed from previous surgery. Antibiotics for sepsis.